Event description:
Re-evaluated in 2/04. In 1998 the tip of a screw driver unattached inside the implant of an acl reconstruction, left knee, with central third parapatellar tendon autograph. Surgical operative report mentions no complications at that time. As of 2003 the pt had a second surgery to remove driver tip.